Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4) .

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 9/1/2020 device returned to manufacturer? Yes. The product was received on 09/01/2020 at johnson and johnson surgical vision manufacturing. Visual inspection was performed to the returned sample. The plunger and pushrod was observed in advanced position. The pushrod was observed that overrides the lens in the cartridge. Residues of lubricant material was observed on cartridge. The cartridge tip was observed slightly deformed. The lens was also observed stuck in cartridge. The condition in which the sample returned was consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional complaint folder has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(6). Investigation results iol example: device evaluation: since product was not returned, the complaint issue reported could not be verified. Product deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract surgery, the intraocular lens did not came out of the inserter. Lens was partially delivered. No patient injury, no wound enlargement, no vitrectomy performed. All the information available have been submitted.